Event description:
Pt reported that a lap-band system was replaced due to alleged hiatal hernia with vomiting and pain. F/u info: explant surgeon reported that the original "older gastric band" was replaced with an "ap standard" due to a "band slip." Surgeon also noted that the hiatal hernia was a pre-existing condition and not device related.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2013. The access port connector associated with this report has not been returned and was discarded after surgery. Based upon the date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage, pain, and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, vomiting and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be some cases successfully resolved by band deflation. More serious slippages may required band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."